Event description:
This is the pt third revision (related to MDR (B)(4) and its follow up number 1). The pt was complaining of pain and the incision area was swollen. The surgeon opted to drain the swollen area, irrigate and debride and revise the head and liner. A culture swab was sent to pathology to determine if an infection was present. (B)(4).

Event description:
On 07/06/2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report. On 07/08/2015 the report was sent to the initial reporter and the case was closed. Reference MFR # 3005180920-2015-00031.